Manufacturer narrative:
The event of infection(unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: infection (unknown onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side removal due to ¿infection.¿ device has been explanted.